Manufacturer narrative:
Device investigation narrative - examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Since no adverse outcome to patient has been reported, no further clinical assessment is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the hook, crochet, was bent when the elite shoulder loan set was opened. The tip was bent back straight by a member of the or staff and when being pulled from the cannula the tip of the crochet hook probe broke off. The tip which broke off couldn't be found, but the surgeon was sure that it wasn't in the joint.